Event description:
Patient was revised due to poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not available. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after 16 years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.